Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a significant drop in monitoring voltage in 8 months. The device had not delivered tachy therapy, and the pacing voltage was low.